Event description:
When using the pediatric side cutting on the maestro drill, the burr for the side cutter broke in half. The broken piece was witnessed by doctor to be sucked up the suction tubing. Nurse admin notified. No pieces noted by surgeons in the patient, no injury to patient observed at this time. X-ray negative for foreign body.